Event description:
The customer's mother reported via phone call that the customer had been receiving no delivery alarms on the insulin pump for the past few days. The customer's blood glucose was 289 mg/dl. The customer had changed the infusion set, which would remedy the situation, but, suddenly, the insulin pump would alarm no delivery. While troubleshooting, the customer explained that they had tried all remedies for the alarm. The customer was advised that their insulin pump would be replaced. The customer was advised to revert to their back-up plan per healthcare provider's instructions. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.